Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted with a new generator on (B)(6) 2016 and on (B)(6) 2016 the generator presented with a battery life of 25%. The magnet activations was 1736 which the physician believed was too high. It was also reported that the patient lays with her ipad on her chest which could potentially be setting off unintentional magnet activations. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Programming data was received from the physician's tablet. The data was reviewed and it was noted that the battery voltage reached 2.848 v and the 25% indicator presented. However a system diagnostic test at a subsequent visit showed that the battery voltage increased to 2.874 v and the 25% indicator was not presenting at that time. It was also noted during the programming data review that on (B)(6) 2016 the number of magnet activations had increased to 1741. No additional relevant information has been received to date.